Event description:
It was reported that during a procedure, the ceramic part at the distal end of the unit broke. It was further reported that there were no delays and no reported consequences to the pt or user.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.